Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿total rupture of the left-side device internal circumference¿; ¿a scarred collagenous capsule with macrophagic granuloma of siliconoma.¿

Event description:
Healthcare professional reported a total rupture of the left-side device internal circumference, and a scarred collagenous capsule with macrophagic granuloma of siliconoma type. The device has been explanted and replaced.